Manufacturer narrative:
The instrument has a fast leak from the working channel as well as a stain in the image bundle. Deflection and illumination are both good. The working channel was badly degraded. The instrument has the "spiral" working channel design. This design has since been changed because it results in leaking after certain types of sterilization. The outer covering of the working channel is partially missing, completely missing in some areas. This is most likely the spring that the customer is referring to. The spiral is completely in tact along the entire length and there is no place where it could have been detached and left in the pt. The instrument was out of the warranty period.

Event description:
During a turp procedure, the surgeon noticed a very fine, thin spring had fallen into the pt. The surgeon removed the spring during an open procedure in the operating room. Multiple attempts to obtain further info regarding the pt's condition have been unsuccessful.